Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have a nasal/throat irritation, eye dryness, itchy and doctor has her on two different medications. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found grey and blue contamination located on the outer surface of the upper enclosurem, scratch on the outer, upper surface of the blower box and light amount of white powder found around and inside air inlet canal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. Error log contained 0 errors. The manufacturer concludes there was evidence of the presence of contamination on the upper enclosure and the presence of contamination in the air inlet but no evidence of sound abatement foam degradation or breakdown. Section d9, g3 and section h6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.

Manufacturer narrative:
Additional information was received on nov 12, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer received information alleging and caused the patient to have a nasal/throat irritation, eye dryness, itchy and doctor has her on two different medications related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of serious patient harm or injury. Sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.). Section b2 was corrected to blank. (Previously, it was other serious or important medical events.). Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop eye issues. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.